Event description:
Following angioplasty, the stent was delivered to the target 70% stenosed right middle cerebral artery (mca) lesion but was unable to be deployed. The stent delivery system was repositioned 3 times and during repositioning of the device, the inner body was advanced independently of the outer body. When the stent delivery system was removed from the patient, the physician found that the stent was already deployed. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the outer body was compressed at 21.0cm distal to the strain relief and proximal to the stent location. The inner body was in the outer body. The inner body bumper marker was just proximal to the stent proximal markers. The stent was partially protruding through the outer body distal end. The stent was successfully deployed during functional test; however, friction was noted when moving the inner body in the outer body, likely due to the observed anomalies. No anomalies were noted with the returned rotating hemostatic valve (rhv) or the stent. No other anomalies were noted. As per the additional reported information, it appears that the rhv on the outer body was not tightened to prevent the inner body moving during advancement and also the inner body was advanced independently of the outer body during removal of the device from the patient's body. From the information provided and the investigation results most likely the stent premature deployment was related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event.

Event description:
Following angioplasty, the stent was delivered to the target 70% stenosed right middle cerebral artery (mca) lesion but was unable to be deployed. The stent delivery system was repositioned 3 times and during repositioning of the device, the inner body was advanced independently of the outer body. When the stent delivery system was removed from the patient, the physician found that the stent was already deployed. There was no clinical consequence to the patient due to the reported event.